Manufacturer narrative:
The customer reported that quality control results shifted low on a single level of non-vitros biorad control using multiple vitros microwell assays on a vitros 5600 integrated system. Although multiple microwell assays were affected, only results obtained from the vitros ckmb and nbnp2 assays the criteria for a reportable event. The investigation concluded the cause of the event was an instrument related issue. Multiple vitros microwell assays were affected, and expected performance was obtained after an ortho service event where an ortho field engineer (fe) performed routine maintenance (maintenance actions not provided) and recalibration of the assays. Since the issue was resolved by the routine maintenance and recalibrations performed by the ortho fe, this indicates a performance issue with the vitros 5600 integrated system was the cause of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report quality control results shifted low on a single level of non-vitros biorad control using multiple vitros microwell assays on a vitros 5600 integrated system. Although multiple microwell assays were affected, only results obtained from the vitros ckmb and nbnp2 assays met potential health and safety criteria. Vitros ckmb assay, reagent lot: 3910 non-vitros biorad control lot: 1003100 level 1 result of 3.24 ng/ml vs. The expected result of 8.50 ng/ml vitros nbnp2 assay, lot: 2150 non-vitros biorad control lot: 1003100 level 1 result of 37.85 pg/ml vs. The expected result of 150.2 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected ckmb and nbnp2 results were obtained from non-patient quality control samples. Patient samples were not affected and there was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).